Event description:
Wing broke off one side of the introducer during PICC insertion.

Manufacturer narrative:
(B)(4). This report was being assessed and determined to be an MDR based on our MDR reporting criteria. Follow up will be provided as additional information is received and complaint investigation analysis (B)(4) is completed.